Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported they had stimulation in an undesired location. The stimulator was for the patient's back and neck. It was not covering those areas, and the patient was getting stimulation in the side. The patient had not used the stimulation in a year and had not kept the battery charged. Additional information received from the consumer reported that for about a year the implant had not worked and would not recharge. The patient stated that over a year it felt like the implant moved to his side. The indications for use were post lumbar laminectomy syndrome, cervical radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.